Event description:
It was initially reported that the pc unit displayed error code 800.8000 during patient use. The event occurred on (B)(6) 2025 and reportedly resulted in "patient harm". No additional information was available at the time the initial report was received. On 11 november 2025, bd obtained further details through due diligence efforts. It was reported that the event occurred at 11:33 a.m. The device was being used on a 66-year-old patient admitted with sepsis secondary to pleural effusion and was ¿experiencing a cardiac event and being resuscitated.¿ at the time of the incident, three (3) critical medication infusions were running when the pump modules alarmed with a ¿connection error,¿ after which the pump completely "turned off." The customer stated that the code team promptly restarted the device and reprogrammed the three (3) critical medication infusions in less than one minute. Resuscitation efforts continued; however, the patient reportedly died. Although bd requested the return of the devices for investigation, the customer indicated that their risk management and legal teams advised against returning the devices. Instead, they provided device logs and requested log analysis.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the pc unit displayed error code 800.8000 during patient use. The event occurred on 30 october 2025 and reportedly resulted in "patient harm". No additional information was available at the time the initial report was received. On 11 november 2025, bd obtained further details through due diligence efforts. It was reported that the event occurred at 11:33 a.m. The device was being used on a 66-year-old patient admitted with sepsis secondary to pleural effusion and was ¿experiencing a cardiac event and being resuscitated.¿ at the time of the incident, three (3) critical medication infusions were running when the pump modules alarmed with a ¿connection error,¿ after which the pump completely "turned off." The customer stated that the code team promptly restarted the device and reprogrammed the three (3) critical medication infusions in less than one minute. Resuscitation efforts continued; however, the patient reportedly died. Although bd requested the return of the devices for investigation, the customer indicated that their risk management and legal teams advised against returning the devices. Instead, they provided device logs and requested log analysis.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number: 2016493-2025-138893 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number: 2016493-2025-139098.